Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that there is an issue on lv threshold test with lv capture at 7.5v at 1 ms. Additional information indicates that testing on pacing threshold measurement was done and then pacing vector was changed. No further action for this patient at this time. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).